Event description:
It was reported that the right ventricular (rv) lead would display t-wave oversensing (twos) after bi-ventricular pacing events. The rv lead was reprogramed and it was noted that twos was reduced but not removed. The lead remains in use. No patient complications have been reported as a result of this event.